Event description:
It was reported that inadequate apposition occurred. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, after double post-dilatation, the stent did not expand properly. The procedure was completed. There were no patient complications reported and the patient has fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.